Manufacturer narrative:
(B) (4). The device has been rec'd; however, the investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: premature, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in an unspecified vessel, the xpert stent partially deployed during insertion of the stent delivery sys into the anatomy. It is unk how the stent sys with the partially deployed stent was removed. The lesion location and pt info was not known. There was no adverse pt effect reported although pt's condition is unk. No add'l event or pt info was available.